Manufacturer narrative:
The reported events of insulation damage and sensing noise were confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found an external abrasion breaching the ring electrode two and three lumens exposing the cables with the etfe cable coating of ring electrode three abraded proximal to the suture sleeve tied down impressions. The cause of the reported events was isolated to external abrasion consistent with friction to the device can.

Event description:
Related manufacturer report numbers: 2017865-2021-27376 and 2017865-2021-27377. During an in-clinic follow-up, noise leading to oversensing was noted on the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads. The leads were explanted and replaced to resolve the event. Upon explant, insulation damage was confirmed visually on all three leads. The patient was stable.